Event description:
New information noted the patient was discharged following the routine generator exchange.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for a routine generator exchange. Prior to the procedure, it was discovered the atrial lead was oversensing noise. No changes or interventions were reported. The patient condition was unknown.